Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at a routine meeting with their endocrinologist and started to feel symptoms of low glucose. The patient stated the cgm was displaying 84 mg/dl, so the nurse practitioner checked their bg with a meter and the meter was displaying 40 mg/dl. The nurse practitioner provided the patient with carbohydrates and rechecked their blood glucose after fifteen minutes which the patient stated the values were fine. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.